Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. The root cause of balloon rupture can be affected by numerous factors including, but not limited to, manufacturing, damage to the balloon material, such as scratch, pinhole occurred during the procedure, result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). The case details described a heavy calcified cto lesion, which may have contributed to the damage or weaken the balloon material; however, without device to examine, a conclusive root cause could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue; balloon rupture. It was reported that the voyager rx ruptured at 12 atm during the first inflation. It was noted that the rupture likely occurred due to heavy calcification and a chronically totally occluded (cto) lesion. No additional event or patient information is available.